Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad trace. No button error alarm noted. The insulin pump has minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer's father reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was unknown mg/dl. The customer has gone over to manual injection as a interim solution until he receives a replacement. The customer stated tha there is no significant event leading to the alarm.